Event description:
It was reported that a physician, not certified in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during plunger retraction the blue rail suture snapped. The device was removed and a second proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - operator not trained. The estimated weight of the patient who was reportedly approximately 80 kgs. The return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. It should be noted that the reported use of proglide device by an untrained physician in the use of the device is inconsistent with the device instructions for use (IFU). Perclose proglide smc system IFU, under caution reads: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.